Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the date of the surgery was (B)(6) 2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that had surgery back in (B)(6) for a broken arm. She had a plate and screw put in. The patient didn't turn it off before surgery in which they had to turn it off. Patient said she went back to urologist and they said she stunted the battery life because left it on. Patient said she turned stim on and suddenly it went off by itself probably last month or two. Patient was going to pay more attention to make sure she was not turning off the stim instead of the patient programmer (pp). The patient was asked if they had damaged the lead or cut it where there was a short or por message or any error message. The patient said not that she knows off. There was none symptom reported. No further patient complications have been reported because of this event in the event description. The patient indicators for use are for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.